Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose which may have been due to being sick with bronchitis and taking medication. Customer's blood glucose was between 286 mg/dl and 300 mg/dl. During troubleshooting, it was found that the reservoir had soda size air bubbles. It was found that site and settings were correct. Customer declined high pressure test. Customer was advised to contact healthcare professional regarding high blood glucose.